Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 27 mg/dl. Prior to the event, the customer had delivered a bolus for a blood glucose reading of 267 mg/dl. The customer later woke up in the hospital. The customer was not wearing the sensor at the time of the event. Therefore, he did not get any low alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.